Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 1422.5 mcg/day) via an implantable infusion pump. The indication for use was cerebral palsy and intractable spasticity. It was reported that beginning on (B)(6) 2018, the patient experienced multiple motor stalls and recoveries ranging from 10 minutes to the last recorded stall lasting around 2 hours. It was unknown if the patient had recently had an magnetic resonance imaging performed and no electromagnetic imaging sources were reported to be present. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had multiple motor stalls so the device was needed to be removed. The patient fell down the stairs and then the device started alarming, later on resulting in multiple motor stalls.